Event description:
It was reported that the right ventricular (rv) pacing lead exhibited increasing thresholds and decreased sensing of r waves. The rv sensing was reprogrammed, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Std review - undefined resistance: daily log data in save to disk file (B)(4) show six days of missing impedance measurement data for ventricular pace bi impedance, atrial pace, defib active can on, and lv perm pace impedance between (B)(6) 2011.